Event description:
It was attempted to treat an isr of the proximal lad. Multiple passes with rotapro due to calcification, which led to type iii perforation of proximal lad. After balloon dilatation, it was tried to advance the pk papyrus covered stent system through the guiding catheter. The stent dislodged off the delivery system, but it was possible to retrieve it from inside the guiding catheter. This occurred also with 2 other pk papyrus stents (reported separately.) No part of the stent remained in the patient. 3 other pk papyrus were successfully deployed into proximal lad and left main.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, admission note, image of stents) was reviewed to establish whether a device deficiency contributed to this event. The provided photograph of two dislodged stents was reviewed. Two deformed stents are visible. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the procedure outcome as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.